Manufacturer narrative:
Aspen surgical received a report from the distributor that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number along with photographic evidence was provided for review as well. The return of the sample confirmed the issue identified from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are manually loaded into recessed pockets on a packaging machine per specified work instructions. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. Therefore a likely root cause for the parts in the seal may be attributed to an operator error. The pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors and operation were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that richard-allan regular tip pen was found with defective seals. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).